Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation with no fluid present in the bladder. Visual inspection showed no evidence of drug precipitate inside the bladder. A functional flow test was performed by filling the bladder with dextrose solution. After filling, no flow was observed from the flow restrictor. Further inspection of the flow restrictor revealed drug precipitate blocking the fluid path at the distal end of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates that it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not deliver the expected dose; 210ml of liquid remained in the bladder. This was observed during patient infusion. The device was filled with fluorouracil and saline. During inspection, no liquid dripped out of the flow restrictor. A forced priming technique was applied; however, it did not resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.